Event description:
Report rec'd of non-delivery of dobutamine with no pump alarm. It was reported that the pt was started on dobutamine, 250mg in 250ml of IV fluid, in the emergency room. The pt was transferred to the ICU where it was noted at 1800 (approximately 3 hours after the infusion was started) that there was no fluid being delivered from the pump. There was no pump alarm reported. The dobutamine was being titrated up in rate for the pt's low blood pressure and was at 40ml/hour when the non-delivery was noted. The customer could not recall any specific blood pressure readings. The pt was also receiving dopamine via an IV infusion. The md was notified, the dobutamine was stopped, and the dopamine infusion was titrated up in rate as needed for the pt's blood pressure. The pt was transferred to a regular medical floor the following day. There were no adverse effects reported for the pt.